Event description:
The customer indicated that the ortho provue analyzer interpreted a weakly positive test reaction as negative. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site and performed reader camera adjustments, and created a new reference image to return the analyzer to expected operation. The customer submitted a sample of ocd for additional investigation. Customer complaint was not confirmed. Provue did not report a negative result. Provue interpreted the reactivity in the microtube as questionable "?" Prompting the operator to manually read the reactivity in the gel cards. Visual inspection of the provue processed card resulted in a weakly reactive (1+weak) interpretation for cell 1 and cell 2 of 0.8% surgiscreen reagent red cell lot vss194. The customer reported false negative reactions with cell #2 of 0.8% surgiscreen lot vss194. However, weak reactions were also obtained with cell #1. The results obtained with manual gel test were concordant with the provue test results.